Event description:
The customer reported to olympus that during reprocessing with the evis exera iii bronchovideoscope, air-water leakages were found. Bubbles were coming from the distal tip when angulating, during leak testing. The scope had failed the leak test. There were no reports of patient harm associated with this event. During the evaluation of the device it was noted that the image on the device had poor quality. This report is to capture the reportable malfunction of poor image quality noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the channel had a leak; the plastic cover was chipped and had a snag of cotton; and the distal sheath glue was lifted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that conduction failure of scope connector internal circuit board occurred due to water that invaded the subject device from leaked location, leading to error code message e216. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.